Event description:
The customer reported that he put the pod on at night. When he woke up the following morning, his blood glucose level was above 500 mg/dl, and insulin was leaking onto his skin. When he removed the pod, he noticed that the cannula never deployed.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula did not deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.